Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that the child's hearing benefit with the device stopped suddenly a week ago.

Event description:
The mother reported that the child's hearing benefit with the device stopped suddenly in late (B)(6) 2020. There is no reported incident of trauma. However, the child is reportedly very hyperactive. The user was re-implanted in (B)(6) 2022.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no further steps are scheduled.

Event description:
The mother reported that the child's hearing benefit with the device stopped suddenly a week ago.